Manufacturer narrative:
H6: investigation summary: it was reported, when connecting the infusion tee, it was found that the rotating cap had fallen off and could not be tightened properly. As no physical or picture sample was provided for evaluation by our quality engineer team, a complete investigation could not be performed. A device history record review was completed for provided material number 394602, lot 4084624. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. There were no nonconformance(s), capas or abnormal conditions noted at the time of production. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. Maintenance records were evaluated, and no problems were found. Based on the investigation, bd was not able to confirm the failure mode indicated by the customer.

Event description:
It was reported that while using the bd connecta¿ the rotating cap fell off and could not be secured properly. The following was recieved by the initial reporter: verbatim: the patient experienced a decrease in blood pressure at 15:13 on (B)(6) 2023. The dopamine group was administered intravenously to maintain blood pressure. When connecting the infusion tee, it was found that the rotating cap had fallen off and could not be tightened properly. Therefore, a new infusion tee was immediately replaced. Immediately replace the infusion tee with a new one, as it was discovered in a timely manner and replaced as soon as possible, without causing any adverse consequences.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd connecta¿ the rotating cap fell off and could not be secured properly. The following was received by the initial reporter: verbatim: the patient experienced a decrease in blood pressure at 15:13 on (B)(6) 2023. The dopamine group was administered intravenously to maintain blood pressure. When connecting the infusion tee, it was found that the rotating cap had fallen off and could not be tightened properly. Therefore, a new infusion tee was immediately replaced. Immediately replace the infusion tee with a new one, as it was discovered in a timely manner and replaced as soon as possible, without causing any adverse consequences.